Manufacturer narrative:
(B)(4). Patient information not provided. UDI not provided. Lot number not provided. Since the lot number was not provided, this information cannot be determined. (B)(4).

Event description:
According to the reporter, during a c-section, the tip of suture had broken from needle body when inspected. The patient was x-rayed in order to locate the needle, but the needle was not found. The procedure was extended by 1-2 hours. The patient has been discharged.

Manufacturer narrative:
(B)(4).